Event description:
It was reported that the cement was received damaged. Pictures show one of the ampule blisters open and liquid damage between doses. Recipient reported that the shipping box did not have any damage. No associated procedure.

Manufacturer narrative:
An event regarding pack damage involving simplex cement mix was reported. The event was confirmed through review of the provided photographs. Method & results. -product evaluation and results: no product was returned for evaluation however, photographs were provided for review. The photographs show an ampoule contained in its blister. The tyvek lid is missing from the blister. The seal on the blister appears to be damaged, the ampoule itself appears empty. The photograph also show the unit carton being pulled apart from another unit carton which indicates that the units were stuck together. The damage is consistent with the ampoule being damage resulting in the liquid monomer leaking causing damage to the ampoule blister and unit cartons. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there has been one other similar event for the lot referenced. (B)(4) relates to pack damage for the same event within this pi. Conclusion: no product was returned for evaluation however photographs were provided for review. The photographs show an ampoule contained in its blister. The tyvek lid is missing from the blister. The seal on the blister appears to be damaged, the ampoule itself appears empty. The photograph also show the unit carton being pulled apart from another unit carton which indicates that the units were stuck together. The damage is consistent with the ampoule being damage resulting in the liquid monomer leaking causing damage to the ampoule blister and unit cartons. A reply form the customer also states that there was an odour coming from the box when it was opened. Based on the information provided, it appears that this product was damaged shortly before or during delivery. The liquid monomer from the ampoule lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been one other similar event for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the cement was received damaged. Pictures show one of the ampule blisters open and liquid damage between doses. Recipient reported that the shipping box did not have any damage. No associated procedure.